Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00260; 353-01-106, s800 - revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patients stem subsided.